Event description:
A nurse manager reported that the doctor was sealing the wound of the eye using a 3cc syringe fitted with a 30 gauge anterior chamber cannula. The cannula came off the syringe and went into the pt's eye. Add'l info is being sought from the doctor on the pt's f/u condition.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).